Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A company representative reported an intraocular lens which broke into pieces when inserted in patient eye; did not affect patient or surgery". Additional information has been requested.

Manufacturer narrative:
The product was not returned. Associated products were not provided. It is unknown if qualified products were used. There are no other complaints in this lot. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).